Event description:
During an initial implant procedure, it was reported that the stylet could not be advanced into the right atrial (ra) lead. The ra lead was not used and a new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of stylet could not be advanced into the right atrial lead was confirmed. As received, a complete lead was returned in one piece without the stylet. The stylet insertion to the lead could not be tested due to overtorqued inner coil at the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.